Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report mw-5067350: left total hip replacement with depuy components preformed in 2015. Pain returned to hip in 2016. No fevers or wound drainage, but c-reactive protein, sed rate, and wbc's were elevated. Night sweats present. Developed trendelenberg gait. Xrays were negative and exam showed no signs of loosening. Repeat xrays and lab tests remain unchanged (normal xrays, elevated labs) and clinical findings unchanged x9 months until hip joint aspirate was positive. To operating room for left total hip revision. Upon internal exam, a bulging pus pocket (softball size) was noted. Behind this was necrotic tissue. Approximately 2/3 of the gluteus medius was necrotic. Cultures were obtained and grew e coli. All original hardware was removed, debridement of soft tissues and bone with aggressive antibiotic washout was performed. Prostalac device with tobramycin and vancomycin putty was placed temporarily. Patient treated with IV antibiotics while in hospital x1 week, followed by IV antibiotics x8 weeks at home. Now on oral antibiotics for at least 1 year, possibly lifetime depending on repeat lab tests and clinical exam. Expect that temporary prostalac device will need to be replaced with a permanent device in 2 years, pending patient outcomes. Medical team suspects e coli infection was seeded during the original surgery in 2014. Trendelenberg gait is attributed to necrotic gluteus medius, aggressive physical therapy has regained strength in remaining muscle tissue and trendelenberg gait is no longer present. Patient can currently ambulate without the use of dme. On (B)(6) 2017- authorization forms sent to patient. (B)(6). On (B)(6) 2017--authorization forms received. (B)(6) on (B)(6) 2017--medical records and disc(s) received.-(B)(6). On (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, no primary/revison operative notes were provided. There is no new information that would change the existing MDR decision at this time. The complaint was updated on: (B)(6) 2017. On (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, a correct doi was provided. The primary operative note indicated a medial calcar fracture while broaching (cabled). An unknown broach it being reported. The unknown hip construct is being updated to an unknown cup. A stem, ceramic head, and poly liner are also being added to the complaint. This complaint was updated on: (B)(6) 2017. On (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, a correct doi was provided. The primary operative note indicated a medial calcar fracture while broaching (cabled). An unknown broach it being reported. The unknown hip construct is being updated to an unknown cup. A stem, ceramic head, and poly liner are also being added to the complaint. This complaint was updated on:

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.